Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had depleted to the point where the device's ability to power on and provided defibrillation energy, if necessary, may be compromised.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that the internal hybrid layer capacitor (hlc) batteries had depleted very suddenly. Although the hlc batteries had depleted the device would still power on, charge and provide defibrillation energy when prompted during testing. Physio observed electrically leaky filters, designators fl9 and fl10, from the analog pcb assembly; however, the amount of leakage current was insufficient to cause the hlc battery depletion that was observed. The cause of the reported issue was depleted hlc batteries; however, what led to sudden depletion of the hlc batteries could not be determined. The customer was provided with a replacement device.